Event description:
Information received indicates while performing preventive maintenance, the technician found the bed did not pass the electrical safety test due to a loose ground pin on the power cord.

Manufacturer narrative:
The technician replaced the power cord plug to repair the bed.